Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the sipap experienced an error 33 issue while connected to a patient. The patient was immediately removed and switched to another sipap. The customer confirmed that there was no patient injury or harm associated with the reported event.